Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. It was reported that the patient had a CT scan with contrast and afterwards ¿the power on their ins was ramped up significantly so with a setting at 3.5 it was out of sight painful,¿ so the patient was wondering if the CT scan could have ¿jacked that up¿. The patient stated that they had decreased the amplitude, but was concerned if it did something permanently. The patient still had dye from the CT scan in their system which was causing them neck pain, so the patient was waiting for the dye to re-absorb before they turned the stimulation back on. The patient stated that the CT dye was causing pain similar to meningitis (clarified that the patient does not have meningitis) with lock jaw pain in the neck where you can¿t turn your head. The CT scan guidelines were reviewed with the patient and they responded, ¿now you tell me,¿ indicating that they did not know the CT precautions. It was reviewed the risks of a CT scan to cause momentary increase to stimulation sensation. It was reviewed that the patient could try to decrease the voltage to 0v before turning their therapy back on and then to slowly increase it to a comfortable spot. The patient indicated that they will wait to do this until they recover fully from the effects of the CT scan dye. It was reviewed that the patient could call back for assistance on using their patient programmer to do this if needed. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.